Event description:
A customer reported experiencing a cgm error multiple times on their pump, which was documented as error 42. Although the customer did not initially reset the pump in the last 24 hours, previous occurrences of the same error had been reported. There was no adverse impact to the customer's blood glucose level. The corrective action involved replacing the pump under warranty, with a new one sent by tandem technical support. The customer was informed that the replacement will include updated software, and they acknowledged instructions on setting up the new pump and returning the faulty one to avoid charges. Shipment was scheduled for early 2026 when the customer would be available to receive it.